Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for advanced evaluation (ae) for urge incontinence and urinary frequency. It was reported that the trial patient experienced bladder spasms before their voids and their main problem was retention. Additional information received from the patient on (B)(6) 2018 reported that they felt they had a ¿higher urination with extra activity¿. They stated that they were seeing great results with steady flow, was able to start urination without any issues and had no more stopping and starting with the flow. The patient felt they were emptying their bladder. The patient did report their stomach was slightly upset yesterday. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. The patient was advised to contact their clinician for further questions they may have. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.